Manufacturer narrative:
Five used devices were received inside the same bag, without identifying lot numbers. The screws were screwed in place and the buttons were intact. Observation with a magnifying glass revealed the wires are cut and the material of the wire had melted, likely due to a high temperature during use (e.g. Laser). The cause of the event is likely due to the user not following the instructions for use which warns, "any contact with stone fragmenting device may damage the wires of the basket" & "take care to avoid all contact with between the extractor and any electrical medical device."

Event description:
According to the available information, five physicians are complaining that during use the wires (from one to all four wires) are coming out of the basket.